Manufacturer narrative:
An ocd field engineer (fe) visited the site. A possible root cause was determined. The pressure in the fluidics system was out of specification. Incorrect pressure/vacuum in the fluidics system can lead to probe drip. The fe performed the appropriate adjustments to return the analyzer to expected operation.

Event description:
A customer reported that the probe on the ortho provue analyzer leaked fluid during type testing. Contamination of reagents was not reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The customer aborted testing, preventing erroneous test results from being reported.